Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported a blood glucose value of 375 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis, malaise, confusion/disorientation, and hyperglycemia treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), other, other, ems/ambulance/ER visit. The customer reported the following led up to the event: dka. The event involved product(s) unomedical, mmt-1880. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported high bgs. No further patient complications were reported. No product return was required for unomedical. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, stained serial number label, pillowing keypad overlay, and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The original battery cap was received with the battery cap contact loose due to all 3 heat stake posts were broken. Please see below pertaining to svn 000317192616 and event date 18-mar-2024. Please see below for the bolus listed on the event date 18-mar-2024 in the pump history file on the primary svn 000317192616. 03/18/2024 12:31:10.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 128000 (12.8 u) bolusamountdelivered: 128000 (12.8 u) please see below for the daily total of all insulin delivered on the event date 18-mar-2024 in the pump history file on the primary svn 000317192616. 03/19/2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 03/18/2024 00:00:00.000 dailytotalofallinsulindelivered: 434750 (43.475 u) dailytotalofbasalinsulindelivered: 306750 (30.675 u) dailytotalofbolusinsulindelivered: 128000 (12.8 u) there were no autosuspend (12) alarm noted in the pump history file on the primary svn 000317192616. There were no usersuspended (2) alarm noted on the event date 18-mar-2024 in the pump history file on the primary svn 000317192616. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 18-mar-2024 in the pump history file. 03/14/2024 05:38:11.000 alarmalertnotification (40) faultnumber: stuckkeyalarm (61). 03/14/2024 05:47:19.000 alarmalertnotification (40) faultnumber: stuckkeyalarm (61). 03/14/2024 05:48:01.000 alarmalertnotification (40) faultnumber: stuckkeyalarm (61). 03/14/2024 06:08:45.000 alarmalertnotification (40) faultnumber: stuckkeyalarm (61). The pump responded properly to the button presses. No stuck key alarm, stuck button alarm, button error alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. No damage noted on the keypad traces. Stuckkeyalarm (61) - not confirmed during testing. Please see below pertaining to svn 000313844649 and event date 16-jan-2022. No blank display noted during testing. The original battery cap was received with the battery cap contact loose due to all 3 heat stake posts were broken. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Unable to perform the history review 1 week prior to the event date 16-jan-2022 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged dka. Blank display not confirmed during testing. Battery cap damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.